Manufacturer narrative:
Additional information was received that the patient's issues were reported resolved in (B)(6) 2024.

Event description:
It was reported that the superion indirect decompression spacer clinical study patient, a4082 scope study, experienced moderate pain in both lower extremities. The patient was sent to the emergency room (ER) to rule out deep vein thrombosis (dvt). The ER physician ordered an ultrasound which came back normal. The patient was advised to follow-up with their primary care physician and vascular doctor. Additional information was received that the patient symptoms included muscle weakness, numbness and tingling. No treatment was provided to the patient while in the ER.

Event description:
It was reported that the superion indirect decompression spacer clinical study patient, (B)(6) scope study, experienced moderate pain in both lower extremities. The patient was sent to the emergency room (ER) to rule out deep vein thrombosis (dvt). The ER physician ordered an ultrasound which came back normal. The patient was advised to follow-up with their primary care physician and vascular doctor. Additional information was received that the patient symptoms included muscle weakness, numbness and tingling. No treatment was provided to the patient while in the ER.

Event description:
It was reported that the superion indirect decompression spacer clinical study patient, a4082 scope study, experienced moderate pain in both lower extremities. The patient was sent to the emergency room (ER) to rule out deep vein thrombosis (dvt). The ER physician ordered an ultrasound which came back normal. The patient was advised to follow-up with their primary care physician and vascular doctor.